Event description:
It was reported that balloon rupture occurred. The patient was presented with peripheral arterial disease and underwent percutaneous transluminal angioplasty. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during initial inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was in good condition after procedure.